Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had intermittent reoccurrences of air bubbles within the luer lock connection. There was no reported impact to the blood glucose level. The customer declined to provide further information regarding the event.